Event description:
Reporter stated that user from facility called to inquire about the accuracy of the unit. She said that bags compounded on the unit were intended to be infused over approximately 24 hours, but several had infused in 22-23 hours. According to reports from nursing. After reporter reviewed the accuracy statement for the unit from the operators' manual, the user decided the unit was performing in a satisfactory manner and that it was not necessary to take the unit out of service. Review by qm determined that evaluation of the unit was needed and arrangements were made to have unit sent to product services. There were no reports of adverse events for patients.

Manufacturer narrative:
The facility refused to send the unit to procuct services for evaluation, even though a replacement unit had been sent to and received by the facility. The facility stated that it had done its own testing and that the testing showed the unti was functioning properly. The replacement unit was returned to procuct services. The facility sent a copy of the testing to qm on 01/15/1998.